Event description:
N/a.

Manufacturer narrative:
Trackwise- (B)(4). Updated field: b4, g3, g6, h2, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. Corrected field: d1. The reported device is an OEM device. The certificate of conformance was reviewed for the serial # (B)(6). The vendor certifies that this device lot conforms to all applicable product specifications and there were no non-conformances identified for the manufacturing batch.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, t.w. Power supply provided intermittent power. The only troubleshooting step taken was replacing the power supply. Power setting at 3.there was no patient harm or adverse events. There was no case delay. The cable was never changed, the only thing that was changed was the power supply. Additionally, a new device did not have to be used as the case was completed once the power supply was changed out.

Manufacturer narrative:
(B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.